Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that on (B)(6) 2010 he was hospitalized after 7 blood clots were found in his lungs. While hospitalized, the patient claimed his blood glucose was tested with the subject meter and obtained a result of '140 mg/dl.' Within a few minutes, his blood glucose was tested on a hospital meter and they obtained a result of '220 mg/dl.' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient claimed since mid-(B)(6) 2010 he had been obtaining alleged inaccurate readings in the '130 to 150 mg/dl' range with the subject meter. Approximately 1 week after the alleged inaccuracy began; the patient stated he developed symptoms of fatigue, sweating profusely, and shortness of breath. The patient reported that on the afternoon of (B)(6) 2010 he went to the emergency room after the symptoms became progressively worse. When he arrived to the ER, the patient confirmed his blood glucose was tested and obtained a high reading (result not recalled). The patient claimed in addition to being treated with blood thinners (for the blood clots) he was also treated with insulin to lower his blood glucose and was hospitalized for a few days. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Customer's returned meter was investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were both obtained on separate days. This is a final report.

Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 400 mg/dl and 47 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.